Event description:
Use of the equashield dispensing device led to an approximate 6% rate of vial coring in our hematology/oncology pharmacy versus a published rate of 2.39%. Correct use was verified but led to no reduction in vial coring. Products involved: va 20/2 (lot numbers 2421681a, 2421148a, 2422395a) and va 20c/2 (lot number 2318750a). Numerous pts involved. Ref reports: mw5158272, mw5158273, mw5158274.